Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754 , serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found a broken connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger was not charging. The patient experienced acute pain. This occurred after the equipment broken on (B)(6) 2015. The patient had ¿so much pain¿. The desktop charger wouldn¿t charge the recharger. The thing that plugged into the charger was broken. The manufacturing representative was not sure if the connector pin was broken and stuck in the recharger. No indication of patient harm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.